Manufacturer narrative:
(B)(4) (B)(6). The device remains in the patient and; therefore, was not returned for analysis. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effect of restenosis, as listed in the xience v everolimus eluting coronary stent system electronic instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency. The other xience v device referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that on (B)(6) 2010, a 2.5x15mm and a 2.5x23mm xience v stents were successfully implanted in the proximal left anterior descending (lad) coronary artery. Post-procedure, the patient experienced elevated creatinine kinase-myocardial band (ck-mb), less than 2 times the normal upper limit. There was no treatment provided and the patient was discharged from the hospital on (B)(6) 2010. On (B)(6) 2011, clopidogrel was stopped as the patient completed the course of treatment. On (B)(6) 2014, restenosis in the target lesion was reported. On (B)(6) 2014 the patient was hospitalized and clopidogrel was started. On (B)(6) 2014, percutaneous coronary intervention (pci) was performed in the target lesion. On (B)(6) 2014, the event resolved without sequela and the patient was discharged from the hospital. On (B)(6) 2014, the patient was re-hospitalized. On (B)(6) 2014, pci was performed in the target lesion. On (B)(6) 2014, the event resolved without sequela and the patient was discharged from the hospital. There was no additional information provided.